Event description:
Literature: paek, s. H., lee, j. Y., kim, h. J., hang, d., lim, y. H., kim, m. R., kim, c., jeon, b. S., kim, d. G. Electrode position and the clinical outcome after bilateral subthalamic nucleus stimulation. Journal of korean medical science 2011. 26: 1344-1355. Doi: 10.3346/jkms.2011.26.10.1344. Summary: the authors report on the surgical outcome with electrode positions following bilateral subthalamic nucleus (stn) stimulation surgery for parkinson's disease. Fifty-seven patients treated with bilateral stn stimulation were included in the period from (B)(6) 2005 to (B)(6) 2006. Electrode positions were determined in the fused images of preoperative MRI and postoperative CT taken six months after surgery. The patients were divided into three groups: group I, both electrodes in the stn; group ii, only one electrode in the stn; group iii, neither electrode in the stn. Patient outcomes were assessed at six and twelve months postoperatively via the unified parkinson's disease rating scale (updrs), hoehn and yahr stage, and activities of daily living scores. Reportable event: two patients (3.5%) experienced intracerebral hematomas, discovered on immediate post-operative CT scans, which were asymptomatic. See literature article attached in MFR report# 3007566237-2011-09225.

Manufacturer narrative:
Concomitant medical products: explanted: unknown. It was not possible to match the event reported with previously reported events.